Event description:
A report was received that the patient had a suspected infection. Symptoms were pain, redness, and soreness at the ipg site. Antibiotics were prescribed. The physician did not believe that the suspected infection was device related and did not know if it was procedure related. The infection was cleared and patient was doing well.